Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: evidence of moisture behind display lens. Pump powers with returned battery cap. Battery cap unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. During investigation keypad found to unresponsive to user inputs. Leak test shows leaks at battery compartment crack and at crack in pump case. Removed pump case. Evidence of moisture damage observed throughout inside of pump including keypad circuit and ir rx/tx. "Download" fails due to internal moisture damage. Keypad unresponsive due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.